Manufacturer narrative:
The reported events of high lead impedance and high capture threshold were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. While positioning, it was noted that the right ventricular lead exhibited high pacing impedance and high capture threshold. The lead was not used and replaced during procedure. The patient was stable.